Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed on sensor and no issues were observed. The sensor plug was seated in mount properly. Data was successfully extracted from the returned sensor using approved software. Removed the sensor plug and inspected the plug assembly, no failure mode observed. De-cased sensor and battery was replaced. The current was applied to the sensor to perform linearity testing while in the test fixture. All results were within specification. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. Therefore, the issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with use of the adc device. The caller reported received an unspecified high sensor reading when compared to a healthcare professional (hcp) meter. As a result, the customer experienced sweating and was unable to self-treat. The customer had contact with healthcare professional and a blood glucose test was performed and a reading of 56mg/dl was obtained on the hcp meter. The customer was administered unspecified injection by hcp for treatment of hypoglycemia diagnosis. There was no report of death or permanent injury associated with this event.